Manufacturer narrative:
Due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Additionally due to the fact that we did not receive the handpiece and based on the available information, a clear conclusion can not be drawn. However, based on our experience it is possible that a breakage of the ball bearings led to the heating of the handpiece. A breakage of the ball bearings could be caused by an insufficient reprocessing in combination with an overload situation. Notes regarding the maintenance and checks can be found within the instructions for use (IFU). According to the 8d report no CAPA is necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with gd450m - micro-line straight hdpc 1:1 f/2.35x70mm. According to the complaint description, the device burned the patient's lip because of the heat of the bar. This occurred during repair of a jaw deformity; the two burns (keloidized) were noted on the corners of the mouth. The day after surgery, the product was presented for repair. The ball bearing, and some other parts wear broken, replaced, and cleaned. The patient had a temporary impairment. Additional information has been requested but not yet received as of this report. Additional patient information is not available. The malfunction is filed under aag reference: (B)(4).